Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-product analysis: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed that data from the time of the complaint was overwritten due to continued pump use. A rebooting event after the complaint date was observed in the pump¿s black box data. The battery compartment was found to be undamaged with evidence of moisture ingress. The battery cap contacts were found to be within specification. The battery cap was unable to be properly secured to the pump. There was evidence of moisture on the underside of the battery cap. A power loss was not observed during investigation. The pump powered on per specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue. There was no evidence of damage, defect, or moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage to the battery cap and battery compartment. It was reported that the battery cap had not been changed for 7 months. The user guide instructs to change the battery cap every 3-6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.